Manufacturer narrative:
The primary reported difficulty with removing the packaging mandrel from the conformable excluder device could not be independently confirmed. There were no items returned for evaluation in relation to this complaint. The complainant noted extraordinary effort to remove the packaging mandrel which led to a gap between the distal olive and the endoprothesis. Difficulty inserting the device through the sheath with damage to the valve was subsequently reported. These observations were associated by the complainant to the lock pin which had reportedly disengaged from its receptacle in the olive, but there are no data to independently confirm or dismiss these reported observations. The cause for the reported difficulty removing the packaging mandrel could not be established with the available information, and a manufacturing deficiency could not be confirmed.

Event description:
On (B)(6) 2023, during an endovascular procedure, we had an issue removing the packaging mandrel from a gore® excluder® conformable aaa endoprosthesis. The scrub tech grabbed a hold of the olive and the device and tried to pull it all together resulting in a separation (gap) of device from the olive. Then subsequently we encountered extreme difficulty removing the packaging mandrel. We finally were able to remove the packaging mandrel (it wasn¿t easy, a great deal of force was used). The device was then inspected and determined to be ok, even with the separation issue. Then the physician went to advance the device through the 16 fr sheath and it got stuck. He pushed harder and harder and finally it was able to be loaded in the sheath and then we noticed the valve of the dry seal had ruptured. We removed the device and the sheath together and prepped another 16 fr sheath. On the back table we removed the device from the first sheath examined the device and noticed the lock pin sticking out of the device. We then knew that's what popped the dry seal valve. But that's the only trunk we had, and we needed a 28 trunk so we needed to use it. We attempted to located the little hole where the lock wire goes back into but were unable to. At that point I made the decision to cut the lock pin. The device was then advanced up safely and was deployed accurately. The case was then completed per IFU and we did not have to open the back-up hatch or utilize the backup deployment mechanixm everything looked good. The device was removed safely, the olive was intact. The final result was perfect. No endoleaks were seen. Sheaths were both dsf1633¿s, the lot number are not known as they were both hospital stock. Sheaths were discarded at the site. The patient tolerate the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.